Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was placed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer complained of a precharge fail error message display. This message will result in a no boot situation. There are no reports of patient injury or death associated with this event.